Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing difficulty charging the pump. Reportedly, the pump battery was intermittently charging and would only charge up to 70%. Follow up with the customer confirmed the pump was able to charge up to 100%. There was no reported impact to the customer's blood glucose level.